Event description:
A customer reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.